Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Visual inspection was performed and the instrument was found to have the teflon pad on the clamp arm to be missing. The teflon pad was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace gasket (teflon pad) was found warped upon firing. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer indicated that a fragment of the instrument fell upon firing inside of the patient. The instrument was inspected prior to use and was used for one hour prior to the breakage. All fragment(s) were retrieved during the same procedure, and the customer confirmed this by inspecting the site through the endoscope. The customer used an laparoscopic instrument to remove the fragment from the assistant port. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon did not have issues with the functionality of the instrument during the procedure. The surgical staff felt no resistance upon removing the instrument from the arm prior to the breakage. There was no report of collision with any other instruments or other hard material. After the breakage, the surgical staff felt no resistance upon removal of the instrument through the cannula. There was no damage to the cannula after the event occurred. The surgical staff did not see any other damage to the instrument after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No information could be provided pertaining to patient demographics or tests/laboratory data specific to the incident.